Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. (B)(6). Manufacturing location: (B)(4). Manufacturing date: december 09, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed complaint condition. A product development investigation was completed: the handle is cracked as described in the complaint description. The break is typical for brittle material at an angle of shortest distance showing some force introduction and agrees with the described intraoperative failure. Furthermore the proximal fragment was spitted in two pieces. The marks on the handle may have been caused by a possible misuse of the instrument. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the blue plastic handle cracked intra-operatively. No delay to surgery time and no patient harm reported. It was reported fragments were generated. The procedure was completed successfully. This is report 1 of 1 for (B)(4).